Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Upon some functional test fse confirmed 2.7v, which is lower than the specifications that cause the system cannot boot up. Fse replaced the bios battery. After replacement the bios battery, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.